Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in mid-august. The following month the patient was urgently transported to the hospital, where they subsequently died. The physician believed the patient had ventricular fibrillation (vf) that was undersensed by the device. The official cause of death was not reported. At this time, no device data was provided for review and it was not known if the device would be explanted and returned.